Event description:
It was reported that the patient's initial device on her right side had to be removed due to infection. The replacement device was then implanted on the left side. No further information was reported. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Product ID, 3889-28 lot# j0546699v, implanted: 2005 (B)(6), explanted: 2006 (B)(6), product type lead product ID, 3095-10 lot# serial# (B)(4), implanted: 2005 (B)(6), explanted: 2006 (B)(6), product type extension product ID, 3031a lot# serial# (B)(4), implanted: 2005 (B)(6), product type programmer, patient. (B)(4).

Event description:
Additional information received noted that the patient had an interstim implanted and it got infected. The ins was removed and reimplanted in her right side. This information was also reported in manufacturer's report # 3004209178-2013-06249. Any additional information received will be reported in manufacturer's report # 3004209178-2013-01343.